Event description:
Tornier. The medical device isn't in proper and it's infected, and the insurance company not doing anything. (B)(6). Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Lawsuit. Hurt at work. Total shoulder replacement. Telephone # (B)(6). Medication list inside envelopes. Swelling around the arm and itching.